Event description:
It was reported that there was an issue with pl750su - caiman maryland non articulat.d5/360mm. According to the complaint description, the tip broke. The broken jaw was removed during the surgery. An additional medical intervention was necessary. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us the reported device is not marketed in the us. Investigation: visual investigation: at first we made a visual inspection of the mim- housing and the pulling-wire and its eyelet. Neither the mim-housing nor the pulling-wire or its eyelet showed signs of deformation or defects. In the next step we investigated the detached upper jaw. Here too we found no breakages or deformations, neither of the plastic coating, nor of the metal of the electrode. The connector of the pulling wire eyelet is in a proper condition, no breakage or deformation is visible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: the present damage was most likely caused by excessive external force on the upper jaw with the jaws open. As a result, the upper jaw part was detached from its joint. Contrary to the description of the complaint, this is not a material breakage. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results, a CAPA is not necessary.